Event description:
The customer reported to beckman coulter inc. That they observed a sudden drift on red blood cell (rbc) controls during quality control (qc) and a leak of clear fluid inside and under the coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment at the time of the event. There were no injuries or exposures to any laboratory personnel. No erroneous results were generated; accordingly there were no changes to the patient care or treatment. A beckman coulter field service engineer was dispatched to the site to evaluate the system.

Manufacturer narrative:
A beckman coulter field service engineer (fse) visited the site and examined the system. The fse found a leak at the quick disconnect pressure regulator. The pressure line was reattached. The issue was resolved. Service activity was verified to meet the specified requirements per published procedures. (B)(4).